Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was explanted for a type I endoleak on an unknown date. No clinical sequelae were reported and the patient is reported to be fine. Receipt of the explanted stent graft for analysis is pending. Further information is pending.